Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a bad circulation pump and was due for the 2000-hour preventive maintenance service. Per sample evaluation results on 22oct2025, flow meter not working properly, stuck impeller and the circulation pump motor due to a broken pump head mound.

Event description:
It was reported that the biomed had the arctic sun device with a bad circulation pump and was due for the 2000-hour preventive maintenance service. Per sample evaluation results on 22oct2025, flow meter not working properly, stuck impeller and the circulation pump motor due to a broken pump head mound.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The arctic sun 5000 was evaluated upon receipt. Flow meter impeller was found to be stuck. Flow meter was replaced. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.